Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump had powered down but had not alarmed. The patient stated that there was no damage known to the pump but water was seen behind the display screen. This report is made based on the allegation that the pump lost power without alarming to alert the user of an issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with visible moisture in the display lens and battery compartment. Visible observation revealed a crack in the battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. During testing, the pump would not power on. During investigation the pump was opened and internal moisture damage was found.